Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, while inserting the prosthesis, the instrument broke the prosthesis. No further details are known at this time.

Manufacturer narrative:
Additional information: of the returned device shows that optical examination identified small tear in the sheathing of the implant. The tear is ragged, which suggests contact with a blunt object. Unable to determine root cause of the aforementioned damage from the available information.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.